Event description:
It was reported that ongoing intermittent occlusion alarms occurred. It was also reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed correction bolus via pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.